Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination observed no damage to the crimped stent. A visual and microscopic examination observed no damage to the distal tip. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation device. Positive pressure was applied when a leak was noted to be coming from a balloon pinhole at the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found that the hypotube was kinked at 73 mm from the hub or 2 mm from the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-dec-2015. It was reported that balloon leak occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm, eccentric target lesion containing a lesion bend of >=90 degrees was located in the moderately tortuous and non calcified left circumflex artery. After pre-dilation was performed with a 2x12 non bsc balloon catheter, a 38 x 2.75 promus premier¿ drug eluting stent was advanced to treat the lesion. However, when the inflation device was put in negative pressure, bubbles and some blood were seen in the inflation device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.